Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the reported event was unable to be determined, but may have been due to patient and or procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, 8 years post implant of a 23mm sapien xt valve in the aortic position via transfemoral approach the patient presented with central aortic insufficiency and paravalvular leak. A valve in valve procedure was performed with a 23 mm sapien 3 ultra valve and the patient's regurgitation resolved. The patient was doing well post procedure.